Event description:
The lay user/patient contacted lfs alleging that there were black marks on lcd screen on the ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). The patient was unable/unwilling to verify whether there was any meter trauma. Meter was replaced. The complaint is being reported since the issue with the black marks on the meter was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.